Manufacturer narrative:
Initial

Event description:
It was reported that the ilet touchscreen became unresponsive on the slide-to-unlock screen after an external impact to the device while the user was working, and the user requested a replacement; the issue aligned with an unresponsive key/button associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen resulting in an unresponsive control function. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.